Event description:
Additional information received reported that the patient was seen in office on (B)(6) 2014. It was stated that per the progress note in chart, the patient offered no complaints. The note stated that the incision was healing well. It was stated that the patient¿s mood was good. It was noted that the patient was to follow-up with a manufacturer¿s representative for programming.

Event description:
It was reported that since implant a patient felt pain when he started to walk. It was stated that it didn¿t matter what his stimulation was set at. It was reported that yesterday stimulation was too high at 2.40 and the patient couldn¿t walk and had to use a wheelchair. It was stated that stimulation was hurting his back bad. It was reported that the patient was able to connect with the patient programmer to turn down, but the patient stated that he was sore after that and he just went home and lay down. The patient stated, he was feeling okay today but he hasn't walked around anywhere yet besides his house. It was noted that the patient has an appointment next month but would like to try to get in sooner for reprogramming.

Event description:
Additional information received reported that the manufacturer's representative would be seeing the patient today and would provide an update later today. Additional information received reported that the patient was seen in may after the reported event. It was stated that an impedance test was performed and the results were normal. It was stated that the patient was reprogrammed and was educated on stimulation. It was stated that % pain relief was not noted at the time of the last visit.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).